Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue where the transmitter does not blink when connected to the sensor. Customer is using the enlite sensor. Customer has not called more than once regarding this issue. Customer was advised to replace the sensor. Customer found no sensor cannula. Customer was advised that the sensor will be returned and replaced.